Event description:
It was reported that "needle bent during insertion. Consequence: use of another kit.". Two units were involved. Associated mdrs: . And 3006425876-2026-00574. Additional information received on (B)(6), 2026, indicated that another needle was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).